Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Via maude report: after marking the incision, the physician was holding pressure on the patient with his left hand and single-handedly (right hand) picked up the blade cover using the scalpel blade. While securing the blade cover with his left hand, the blade's tip caught on the plastic ribbing inside the cover. It pierced through the cover and cut the doctor's index finger (left). On 19-nov-2018: customer response: were there any medical interventions taken due to the incident? The physician and patient started the safety protocol for needle stick injury for us oncology¿ blood testing for blood borne pathogens collected same day, 3 mo. And 6 mo. Do you have a sample you would like to return for evaluation? No, only the contaminated scalpel. Additional attempts made to collect the affected sample with no response at this time.

Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. A complaint sample was not provided for evaluation. Consequently, the investigation was not able to confirm the failure mode or identify any probable root cause from a sample evaluation. A review of applicable device history records did not identify any issues or defects that may have contributed to the reported failure mode. Due to the limited information for this complaint, a probable root cause could not be identified since no complaint sample was available for evaluation and the DHR review did not identify any issues or defects. As the failure mode was unable to be confirmed nor a root cause able to be determined, a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.

Event description:
Via maude report: after marking the incision, the physician was holding pressure on the patient with his left hand and single-handedly (right hand) picked up the blade cover using the scalpel blade. While securing the blade cover with his left hand, the blade's tip caught on the plastic ribbing inside the cover. It pierced through the cover and cut the doctor's index finger (left). (B)(6) 2018: customer response: were there any medical interventions taken due to the incident? The physician and patient started the safety protocol for needle stick injury for us oncology¿ blood testing for blood borne pathogens collected same day, 3 months and 6 months. Do you have a sample you would like to return for evaluation? No, only the contaminated scalpel. Additional attempts made to collect the affected sample with no response at this time.